Event description:
Customer called to report that the synchron cx5ce clinical analyzer generated results of zero for multiple analytes. Customer stated that at least one result was reported outside the laboratory, but was flagged by the physician and then amended; therefore, patient treatment was not affected. The customer technical specialist (cts) generated a service request. The field service engineer (fse) inspected the instrument and found that the instrument displayed out of instrument range low (oir lo) results, which the laboratory host interpreted as results of zero. The fse advised customer to read the laboratory print out results. The fse replaced the sample probe and tubing. The fse also performed instrument maintenance and replaced the reagent syringe tip. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the instrument issue is unknown, but was resolved after the fse performed the hardware repairs. As of (B)(4) 2011, customer has not called back to report any further instrument issues. Please note that a related medical device report was filed as medwatch #2050012-2012-00125 ((B)(4)).